Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and functional testing. The root cause of the reported complaint was the defective processor board as a result of normal wear and tear. The autopulse platform is a reusable device and was manufactured in october 2006, and it is over 14 years old, well beyond its expected service life of 5 years. Visual inspection of the returned platform was performed, and no physical damage was observed. During archive data review, latch error 136 (internal parameter corrupted) was observed; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on; thus, confirming the customer complaint. Investigation revealed that the root cause of the system error was the defective processor board. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced end of life for the autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. Furthermore, the customer has declined the repair. Therefore, the platform will be returned to the customer without the repair and it will have a label state "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
As reported, the autopulse platform (sn:(B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No further information was provided by the customer. Patient use information was requested, but no additional information was provided; therefore, patient use is unknown.